Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Blood glucose level was 400 mg/dl. Reportedly, the customer uses apidra insulin in the cartridge. An infusion set change was performed and the occlusion alarms continued. A system check was performed verifying the occlusion alarms. Tandem technical support informed the customer that apidra is contraindicated for use with the pump. Reportedly, the customer performed a supply change using humalog in the cartridge to address the issue.